Event description:
Approximately sixteen and a half months after hvad implantation this patient suffered a subdural hematoma. The patient presented with altered mental status and a three day history of headache. A head computerized tomography scan revealed a subdural hematoma. The patient was treated with anticoagulation reversal and two burr holes were placed. At last report, patient was sedated and intubated, but able to follow some commands. The therapeutic team did not believe there was a causal relationship of the device to the reported event. The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.